Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in a patient for the endovascular treatment of a 80mm abdominal aortic aneurysm on (B)(6) 2013. The patient had previously undergone implantation of an aneurx stent graft system on an unknown date and the endoanchors were being implanted for the treatment of a type ia endoleak identified on a CT scan carried out on (B)(6) 2013. In addition, two non-mdt bare metal stents, a non-mdt aortic cuff and a three vessel fenestrated non-MDR stent graft were also implanted in the patient (only two vessels received fenestrated stents). Six endoanchors were successfully implanted it the patient from the aortic cuff to the aortic neck. The aortic diameter was reported to be 30mm at 1mm below the lowest renal and the aortic diameter at the distal end of the proximal neck was reported to be 30mm. The proximal aortic neck angle was reported to be 10 degrees. It was reported that on the date that the heli-fx endoanchors were implanted the patient suffered from trauma to adjacent structures, anemia, incisional pain, arrhythmia, hypotension, low urine output and respiratory failure. The following day ((B)(6) 2013) the patient experienced nausea, uncontrolled hypertension, pulmonary hypoxia. On the (B)(6) 2013 the patient experienced worsening hypertension. It was reported the patient experienced a uti on (B)(6) 2013. All of these reported events were assessed as being related to the procedure and have all since resolved. No further relevant additional clinical sequalae were reported and the patient is fine.